Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, calibration not accepted alert, differences between sensor glucose and blood glucose levels. The customer hyperglycemia was treated with insulin pump. The event involved product(s) mmt-7040a, mmt-1884, mmt-386a and mmt-332a. Troubleshooting was performed for sensor glucose and blood glucose values difference. The customer blood glucose was 352 mg/dl and sensor glucose value was 91 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 261 mg/dl and it was beyond 30% limit. Troubleshooting was performed for sensor alerts. Informed the customer that sensor may no longer be responding to glucose changes. No further patient complications were reported. Product return for mmt-1884 was not expected. Product return for mmt-386a was not expected. Product return for mmt-7040a was not expected. Product return for mmt-332a was not expected.